Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .060 offset at the tip. The bent grip had separation of the yaw pulley and pulley cover at the glue joint indicating overloading. Failure analysis concluded the damage may be due to mishandling / misuse. Electrical continuity testing was performed and passed. A frayed pitch cable at the distal idler was confirmed. There were also indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentations were likely due to mishandling / misuse. An additional finding was various scratches on the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the scratches are likely due to mishandling / misuse. The customer reported complaint does not itself constitute a MDR reportable event; however; a frayed cable and tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing a pk dissecting forceps instrument that the tips of the forceps don't approximate correctly. They are misaligned. Cable is frayed/broken inside the instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.